Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. Additional information: the complainant states the use of company iol delivery system, which is not qualified for use with associated model. The reported complaint was not observed as no sample was returned for analysis; however, based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the surgeon states the use of non-qualified delivery system. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.10. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during procedure the lens opened during the implantation stage, under the microscope, it was observed that the posterior haptic part of the lens placed into the company injector and cartridge was adherent. The surgery was completed with another lens of the same diopter. There was no patient contact and harm. Additional information has been requested and received stating that adhesions were detected under the microscope, and instead of applying the product, a lens change was performed.